Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the coronary artery using an indigo system cat rx aspiration catheter (catrx). During the procedure, it was noticed that a catrx was kinked; therefore, it was removed. The procedure was completed using a new catrx. There was no report of an adverse effect to the patient.